Event description:
It was reported that "the finger wing of a syringe is broken. On the second syringe, the screw ring broke off and the medication squirted out in an uncontrolled manner. No application was possible." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. 2 devices involved. Associated mdrs:3014909464-2025-00030 .

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a